Manufacturer narrative:
Correction h11. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis # (B)(4): (B)(6) / wed (B)(6) 2025 09:49:28 gmt-0500 central daylight time analysis summary for pe#: 0707649515-10 analysis transaction ID#: (B)(4) model#: w1dr01 serial/lot#: (B)(6) the complaint was related to a testable/quantifiable product specification, so the device could be tested explicitly related to the complaint. Analysis of the returned device included review of the data recorded by the device while it was in use, and visual inspection. The device was tested for functional performance: the operational output at nominal manufacturing settings was compared against a set of defined electrical specifications. Analysis showed the device performed within specifications. The device did not contribute to the reported complaint. The specific analysis finding is listed below in the analysis information section. Product disposition: the returned product was retained in storage after the analysis concluded according to storage guidelines the product may be stored off site. If requested, the product may be returned to the patient provided after analysis the product was in a condition that it could be returned to the patient. Analysis information -- 2025-03-12 09:49:25 cst pli# 10 product ID# w1dr01 the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pain, dizziness/near syncope. The right atrial (ra) lead exhibited high and unstable impedances and polarity switch. Patient was taken to the lab for new atrial lead, physician opened the pocket and visually inspected lead in header. It appeared to be fully seated. Physician tugged on leads and dislodged without adjusting set screw. The implantable pulse generator (ipg) was explanted and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.